Event description:
Image is saturated in white areas causing loss of vessel being observed. Installed bds. Readjusted iris valves & pedestal. Found video levels drifting & front end bds require replacement also tv bd may be drifting. Ordered all parts for scheduled installation on 1/3/95.